Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(4) 2021 pump alarmed stuck button and the up and down arrow buttons are not responding. Device passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Device successfully downloaded to thus. No stuck button error alarms noted during testing. Verified insulin pump alarmed stuck button on (B)(4) 2021 18:56:26.000 in insulin pump downloaded history. Device passed the keypad voltage test. The connector on electrical board 1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing. However, verified insulin pump alarmed stuck button on (b)4) 2021 18:56:26.000 in insulin pump downloaded history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated they did not press a button down for 3 minutes or longer. Buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.